Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, inflammation, blisters, and cellulitis, under entire patch area. The parent reported that the patient was brought to the hospital after cellulitis was formed on the insertion site of the sensor. The patient received immediate treatment with intravenous fluids, intravenous bactrim. The patient would have also had ketones due to the skin reaction and was admitted for a total of 2 days. No further cgm malfunction was reported or alleged regarding this. No surgical procedure was done. The patient received the bactrim due to a possible mrsa infection, but when a mrsa test was done, but came back negative. After the test, the treatment was switched to keflex. When the patient was discharged, they received an oral prescription for keflex 3 times a day for 5 days, and a follow up appointment. At the time of the report the patient was stable. No additional patient or event information is available.